Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1: retention meter with masterlot strips: 2.7 inr. Customer meter with customer strips: 2.7 inr. Donor 2: retention meter with masterlot strips: 2.9 inr. Customer meter with customer strips: 2.8 inr . Results: all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number unknown compared to a doctor's coaguchek xs device. At 7:39 am, the patient's meter result was 5.0 inr. At 8:10 am, the doctor's meter result was 3.5 inr. The customer's therapeutic range is 2.2-2.8 inr.